Manufacturer narrative:
07-sep-2020 product investigation results: no failure could be identified asa result of the investigation.

Event description:
Consumer sent e-mail stating the tampons fall apart; they unroll and where the string is attached inside can be seen. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the tampons fall apart; they unroll and where the string is attached inside can be seen. No injury was reported.